Event description:
It was reported that the device could not be interrogated. No hv therapy had been delivered since implant. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The anomaly observed in the field was confirmed. No comminication was caused by a depleted battery. The battery depletion was caused by in internal short within the battery.